Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 460.00 mg/dl compared to readings of 100.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 460.00 mg/dl compared to readings of 100.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. There was no report of death, serious injury, or mistreatment associated with this event.